Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the outer layer of the percutaneous lead was damaged near the exit site. The damage was repaired using rescue tape. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported cosmetic damage to the pump cable can be confirmed based on the evaluation of the submitted photos. The account reported that coating on the patient¿s pump cable was damaged. According to the account, the pump cable was repair using rescue tape on (B)(6) 2020. The patient remains ongoing on heartmate 3 lvas, serial number:(B)(6) and no additional complaints have been reported at this time. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.